Event description:
It was reported that when an asymptomatic patient presented in or for a device change out due to normal eri, externalized conductors on the rv lead were observed. The sense/pace portion of the lead was capped and replaced. Based on the review of the images provided to st. Jude medical, the conductors do not appear to be externalized. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.